Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the customer provided image shows damage to the tray seal. The complaint is confirmed. Factors, which may have contributed to the reported complaint include: - the seal may have been exposed to intense heat, thereby causing the seal to become burnt. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that before surgery the procise wand was damaged internally, the failure was caused by exposure to high temperature when the label of the item was changed. The issue was identified upon arrival to the operating room, and two devices presented the issue. The procedure was completed without delay using a competitor device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.